Event description:
The physician was using a complete self expanding (se) peripheral stent for treatment of a lesion in the left common iliac. As the physician began to deploy the stent by rotating the handle the stent jumped into the aorta. No attempt was made to retrieve the stent. The patient was stable post procedure and was sent home with no known complication. There was no abnormalities noted when the device was removed from the packaging. No other patient sequelae reported.

Manufacturer narrative:
(B)(4). Results: root cause undetermined - limited information available. Device not received for evaluation.

Event description:
The physician was attempting to deploy the stent in the left common iliac at the aortic bifurcation using the ipsilateral approach. Device evaluation: the catheter shaft was kinked immediately distal to the strain relief. Visual inspection confirmed there was no damage evident to the delivery system. There was no issue noted retracting and advancing the retractable sheath.

Manufacturer narrative:
(B)(4): evaluation results - caused by operational context (internal diameter of the aorta is greater; therefore the distal stent segments deployed could not anchor to the vessel wall causing the stent to jump). Operational context contributed to event (internal diameter of the aorta is greater; therefore the distal stent segments deployed could not anchor to the vessel wall causing the stent to jump).